Event description:
Subsequent to the initial report filed, additional reported information was received:the interatrial septum appeared "floppy" and calcification was observed on the posterior mitral valve leaflet. No additional information was provided.

Event description:
This report is filed on the second mitraclip (cds 41020u111) because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that on (B)(6) 2015, the patient with degenerative mitral regurgitation (mr) grade 4 with challenging anatomy and leaflet pathology, underwent a procedure with implantation of two mitraclips. The first mitraclip was implanted without difficulty. During leaflet grasping with the second clip (cds 41020u111) it was difficult to obtain clear echo imaging to visualize the posterior leaflet, however, proper leaflet insertion assessment and a good grasp of posterior leaflet were agreed upon. The clip was deployed, however, the clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment). Mr was reduced from grade 4 to grade 2. No intervention was performed due to the single leaflet device attachment. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned. Therefore the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record indicated there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event potential causes for difficulty grasping the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty grasping the leaflets and slda can be influenced by factors such as difficulties with visualization, or morphology of the mitral valve including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided indicates that the posterior leaflet appeared to be thin and flail was observed at the p2 segment. There was also calcification observed on the posterior leaflet and the septum appeared to be floppy. Based on the information reviewed, it is likely that a combination of the patient anatomy (floppy interatrial septum, thin posterior leaflet and leaflet flail) and the difficulties with visualization resulted in the difficulty grasping the leaflets and subsequent slda. The difficulties reported in this incident appear to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.